Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 475 mg/dl at the time of the incident. The customer received no delivery alarm when reservoir gets low. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated. Customer will not return device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Inserted a water test low reservoir, programmed with multiple boluses and monitored. No unexpected no delivery alarm noted during testing. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.